Event description:
The manufacturer received information that a "critical error" error code occurred. There was no patient injury reported. During the evaluation of the device, a "critical error" error code was found in the ventilator's downloaded error log. The internal battery was replaced to address the reportable malfunction/issue.